Event description:
It was reported that during the implant procedure, it was difficult to insert the atrial lead into the header of the pulse generator. After silicone oil was applied, the lead inserted into the header and the device was implanted. No patient symptoms were reported and the patient would be monitored normally.

Manufacturer narrative:
.